Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery it was found that the button is faulty as it does not tighten the thread. This failure caused an incorrect button placement during traction. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Only the tightrope button was received for evaluation. No sutures attached. Visual inspection of the button found scratches on the front and back sides close to the edge of the device. No sharp edges were observed on the suture passing holes. The most likely cause for the reported failure and observed damage on the button is a user error. Per dfu-0147-8 at revision 0. G. Precautions. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.